Manufacturer narrative:
This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of atrial fibrillation (af), leading to pacing inhibition and four seconds of asystole. Technical services (ts) was consulted, and adding another bradycardia lead to the rv to perform the pace and sense functions and keeping the current defibrillation lead for tachycardia therapy was recommended. A new bradycardia lead was successfully implanted. This rv lead remains in service for tachycardia therapy. No additional adverse patient effects were reported.